Manufacturer narrative:
On (B)(6) 2014: the events wound, oral disorder assessed as serious and possibly related. The event facial pain is assessed as non-serious and possibly related.

Event description:
This spontaneous case was received on (B)(6) from a consumer and concerned a (B)(6) year old female pt. The pt's medical history included rheumatoid arthritis and a facelift performed in (B)(6) 2009. Concomitant medications were not reported. In (B)(6) 2009 (exact date unk), the pt started treatment with sculptra aesthetic (injection) as directed for an unk indication. The batch number used was not reported. The pt had a facelift in (B)(6) 2009 along with sculptra aesthetic injection. About 6-8 months after the procedure, she experienced recurring open wounds "seeds" on face, pain in face, and cannot open mouth. The pt had seen different physicians to treat the side effects but she stated that her side effects remained unchanged. The outcome of the events was not recovered. The reporter did not provide a causality assessment. No further info was provided. F/u request was not sent as pt did not provide consent.